Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, crease fold, observed 40 mm dark patch edge material inside gel device and one opening curved on the anterior. A microscopic analysis was performed which identified, broken crease sharp on the anterior, stress marks, wear abrasion, one striated opening on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is: broken crease sharp on the anterior due to fold flaw opening; one striated opening due to surgical damage consisting of use of some surgical tool; a nick striated due to surgical tool scratch like.

Event description:
Healthcare professional reported a left side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.